Event description:
Re-evaluated in 4/02. During acl with meniscal repair surgery, the alarm on the pump sounded. A second pump was used with new tubing with no alarm sounding. Surgeon aborted procedure as a result of swollen "thigh."